Event description:
On (B)(6) 2022: user has reported that it fail self test on automatic checked unit and verified unit that both automatic and manual self test are failing and passing intermittently. The green check turned to the red x and will not re-set after defibrillator testing with hands-free therapy electrodes. The code readiness log for automatic and manual are showing test ok. The 30j self test checked ok, the onestep cable checked ok. Tech support recommended sending unit in for internal repairs. Loaner will be sent out with RMA# (B)(4). FDA safety report ID # (B)(4).